Event description:
The account stated that the field service engineer was servicing the architect c8000 analyzer. He noted that the needle did not fit correctly into the wash station. As he got close to the needle, the needle moved and grazed his left hand tearing the glove and scratching his hand. There was slight bleeding. He washed his hands with antibacterial soap and applied alcohol to the wound. Per the lab's procedure, he later went to the emergency room. The hospital staff drew blood to test for hiv and hepatitis. The doctor prescribed combivir tablets as a preventive drug and omeprazole to take for 10 days. No further information provided.

Event description:
The dealer alleges while the consumer was seated in the tilted position, her leg slipped off the calf pad between the calf pad and tire. When her husband moved her to the upright position, her leg was allegedly broken.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The abbott field service representative's (fsr) hand was scratched while troubleshooting a c8000 analyzer. The fsr states that he got closer to physically see the sample pipettor, and when the pipettor moved to the robotic sample handler (rsh), it grazed his left hand. A search of the abbott database did not identify any further complaints of this nature.the architect system operations manual informs the user that when performing the sample pipettor calibration procedure, that this is an activity or area where you may be exposed to potentially infectious material and that this is an activity or area where you may be exposed to probes.the architect system operations manual also states that probes are sharp and potentially contaminated with infectious material. Avoid contact with the tips of probes. Although the architect system is equipped with machine guarding features to stop the lowering of the probes, you should never reach into the processing module while it is operating.no adverse trends were identified related to the issue, and, to date no subsequent complaints of this nature have been documented against architect (B)(4).based on the available information, a deficiency in the system was not identified.